Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the use of the device for the anastomosis, gastric duodenal with another reload, the clips in this case didn't result closed. Device replaced. Procedure prolonged for 30 minutes.